Manufacturer narrative:
PMA/510k: this report is for an unknown nail head elements: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during an unknown procedure, the surgeon was introducing the impactor of the spiral blade when it became stuck. The complete set had to be removed as the helical blade could not be inserted. When it was removed, the surgeon found the guide sleeve was stuck with the drill guide. After cementation was completed, the sheath was checked and showed internal marks that possibly led to the initial failure of the surgeon's attempt to introduce the blade into the cephalic element. The surgeon was able to successfully place the helical blade. There was a surgical delay of approximately ten (10) minutes. There was no further information provided. Concomitant devices reported: unknown insertion handle (part # unknown, lot # unknown, quantity 1), unknown aiming arm (part # unknown, lot # unknown, quantity 1), unknown tfna nail (part # unknown, lot # unknown, quantity 1). This report is for one (1) unk - nail head elements: tfna helical blade. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1 - brand name d2a & d2b - common device name and procode. D3 - manufactures address d4 - lot number, UDI number, catalog number. D9 - date of device returned to manufacture. G1 - physical manufacture. H4 - device manufacture date h6 - codes updated to imdrf codes. Investigation summary ==> background: in surgery, when introducing the impactor of the spiral blade, it gets stuck in the part of the 4 buttons where it anchors with the shirt to be able to hammer it. The complete set had to be removed and attempted to remove it, as the helical blade could not be inserted. When it was removed, the dra showed that the guide sleeve is stuck with the drill guide. In the end there was only a delay of approximately 10 minutes. It was possible to place the helical blade and after cementation was completed, the sheath was checked and it showed internal marks of a possible sign of mishandling that led to the initial failure of dr. To introduce the blade of the cephalic element. The pieces were left marked with red tape and reported to the stock manager and commercial representative to request a change of the pieces since this equipment is consigned with high turnover. Concomitant devices reported: unknown insertion handle (part # unknown, lot # unknown, quantity 1), unknown aiming arm (part # unknown, lot # unknown, quantity 1), unknown tfna nail (part # unknown, lot # unknown, quantity 1) visual inspection: the connecscr f/tfna helic blade+scr (p/n: 03.037.026, lot number: 9560701) was received at us cq. Visual inspection of the complaint device showed no damage or defects. Functional test: a functional assessment was performed on the complaint device and the returned mating devices. The complaint device was able to easily assemble and disassemble with the mating devices. The complaint was not able to be replicated. Dimensional inspection: a dimensional inspection was not performed since it was not applicable to the complaint condition. Document/specification review: se_428219 rev h (current) and rev g (manufactured) were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is not confirmed as there were no functional issues observed and no damage. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - part: 03.037.026 lot: 9560701 manufacturing site: bettlach release to warehouse date: 09. July 2015 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.